Manufacturer narrative:
Analysis of the lead (l/n va048wb) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va048wb; implanted: (B)(6) 2013; explanted: (B)(6) 2024; product type lead product ID 3387s-40 lot# va048wb; implanted: (B)(6) 2013 explanted: (B)(6) 2024; product type lead product ID 3708660 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2024; product type extension product ID 3708660 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2024; product type extension product ID 924256 product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6); ubd: 22-feb-2015, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 22-feb-2015, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 01-nov-2016, UDI#: (B)(6); product ID: 3708660, serial/lot #: (B)(6), ubd: 07-mar-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there are multiple elevated impedances on one extension, so a surgical revision is planned for (B)(6) 2024. There are no known patient/external/environmental factors contributing to this issue. No symptoms were reported. Additional information was received from the manufacturing representative (rep) stating that the left side had low impedances at one contact combination. However, the wiring inside of the lead was broken, per x-ray and visual confirmation. Both leads were revised. No other reports were included because extensions and implantable neurostimulator (ins) were not replaced yet due to possible infection found in the patient's pocket area. Additional information was received stating that the left lead was revised due to low impedances and potential damage to the wire. It couldn't be determined on x-ray if the damage was on the left or right lead. There was patient pain at the site of the wire. The right lead may have been the one that was damaged. There was neck pain of the wire for the right lead. The surgeon said it was best to replace both. It is unknown if the impedances were specifically the lead. Since both leads were to be revised, there was no sense testing the existing extensions separately because they would both have to be replaced anyway to accommodate the new leads. It is unknown if there was any infection in the ins pocket, all prior dbs hardware, including 2 leads, 2 extensions, and the ins were explanted.